Event description:
It was reported that the patient experienced a loss of therapeutic effect, and didn't feel that her stimulation was working. The patient was also unable to make an adjustment with her patient programmer (pp), both with or without the antenna attached. The patient was unable to troubleshoot or reprogram her implantable neurostimulator (ins) due to the issue with the pp. Additional information received reported that the patient received a replacement programmer and was still unable to sync with or without the antenna attached. The patient had no stimulation sensation. Additional information received reported that the patient was still having concerns with her device/therapy but was working with her physician/manufacturer representative. The patient's ins had been replaced on (B)(6) 2012. A follow-up check for her new device was planned for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v673559, implanted: (B)(6) 2011, product type: lead product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).